Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue was caused by a component failure. The cause of the damage is likely deterioration over time. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited broken ceramic insulation. There was no patient involvement.